Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Product identification was not provided; therefore, the information needed to review device history records was unavailable. This report filed (B)(4), 2011.

Manufacturer narrative:
Evaluation of the returned cut block identified no product non-conformance as the issue was that the incorrect cut block was provided for the case.this report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing a cut block on (B)(6), 2011. The femoral cuts were made using the supplied cut block; however, the cuts did not match the internal configuration of the custom femoral implant. The procedure was completed by implanting a standard femoral component. There was a delay greater than thirty minutes as a result.